Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown, further described as being caused by ¿chicken bug¿, however, this was not medically confirmed. On an unreported date in the same month as onset, the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date in the same month as onset, the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unreported date in (B)(6) 2015. The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.